Manufacturer narrative:
The product was returned and evaluated. It was determined that the cannula had not fired due to interference from a misaligned component. The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that three hours after activating the pod, she realized that the "needle to insert the cannula did not deploy all the way". Her bg level at the time was high (480 mg/dl). The pod will be returned for eval.